Event description:
The customer reported, "no longer works during use / after shutdown and restart it works again". The fse noted the system locked up. The customer was able to reboot the system to restore functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.